Manufacturer narrative:
The investigation for the product damage has been completed. The 5.5 pump was not returned. Clinical details were not sufficient to determine the root cause. The cause of the product damage (sterile sleeve) issue was not determined since product/images were not returned for investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Following implant of an impella 5.5 pump, the sterile sleeve was found to be torn and no longer secured. The sleeve was reattached and tegaderm was placed to secure the component. Support continued as planned with the implanted pump. There was no patient harm.